Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following implant of the cardiac resynchronization therapy defibrillator (crt-d), effective cardiac resynchronization therapy (crt) diagnostic data was not available. It was noted the device had been programmed to right ventricular (rv) lead only pacing shortly after implant and then reprogrammed to biventricular pacing two days later. After the rep rogramming changes had been made, the diagnostic data was no longer available. The crt-d remains in use. No patient complications have been reported as a result of this event.